Event description:
It was reported that the right atrial (ra) lead had a history of electromagnetic interference while the patient worked with power tools, resulting in the collection of atrial fibrillation (af) records. It was further reported that the lead exhibited noise, which was duplicated during isometric testing. The lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead implanted (B)(6) 2004. (B)(4).